Event description:
Physician reported capsular contracture baker grade iii and implant is "higher than contra-lateral side". Physician further reported that the "left device was not ruptured. It was the capsule that was split. They repaired the capsule and put the same implant in."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side possible rupture and implant folding. Device remains implanted.